Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated they were hospitalized in (B)(6) for high blood glucose. The customer's blood glucose was 596 mg/dl and 600 mg/dl respectively. The customer stated their hospitalization in (B)(6) was attributed to receiving bad insulin. Customer was treated for dehydration and released from the hospital. The customer stated their second hospitalization in (B)(6) was caused by their meter not properly reading their blood glucose. The customer stated they were hospitalized for 30 hours as a result. Customer did not put fault on the insulin pump for their hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.